Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the screen was unreadable. The lcd display needs to be replaced to resolve the issue due to physical damage. The device powered on and operated as it should. No repairs were performed. The unit has been scrapped.